Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Eight months post initial surgery whilst putting footwear on, patient noticed a difference in her toe stability and contacted surgeon. Patient required subsequent operation resulting in further time off work. Surgeon has now had 3 plates break in 2017.

Manufacturer narrative:
The reported event that cross plate mtp, left anchorage was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by overload (fatigue breakage). Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture.

Event description:
8 months post initial surgery whilst putting footwear on patient noticed a difference in her toe stability and contacted surgeon. Patient required subsequent operation resulting in further time off work. Surgeon has now had 3 plates break in 2017.